Event description:
It has been reported to philips that the system did not boot. It froze on the loading screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) reloaded the suite pc software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the system does not start correctly, system counts down to zero and freezes. A philips field service engineer (fse) went onsite and confirmed that the suite pc was not finishing booting up properly. The system logfiles were checked and the fse reinstalled the suite pc software and reloaded the back-up. After which the system boots up correctly, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.